Event description:
The siderails are being stiff and not latching.

Manufacturer narrative:
Technician performed lubrication on siderails to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.